Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the door 2 kept failing and made an extra clicking sound before failing. The door could not be recovered. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door 2 was failed and customer was unable to recover. A field service engineer powered down the pyxis unit and opened the latch column, inspected latch 2 along with the other latches and determined that latches 1-4 required replacement, replaced the latch, reinstalled the column and powered the pyxis back on. Once the application loaded, customer logged in and successfully inventoried the medications in doors 1-4. The system functioned as intended after the field service engineer repaired the device.